Event description:
It was reported the pt experiences pocket heating when stimulation is on for a while or when he runs stimulation at a higher amplitude. It was reported the sjm representative will meet with the pt to troubleshoot the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.